Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 7/2/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: pump powers on to a call service alarm. Unable to perform steps due to call service alarm. Unable to reload pump software or clear the alarm. Unable to perform download due to eeprom failure. Unrelated to the complaint, the display is dim; letters have a red hue. Returned battery cap used for investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 054 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.